Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical products: 3708140 neuro extension x2 implanted: (B)(6) 2009; 39286-30 pain stim lead implanted: (B)(6) 2016; lnq11 icm implanted: (B)(6) 2016; 97702 pain stim ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead after implant. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.